Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4) (test strip lot number 475805), is related to case with patient identifier (B)(4) (unknown test strip lot number).

Event description:
It was reported the customer received the following results on the performa system within 10 minutes: 71 mg/dl (customer's test strip lot number 475805) and 390 mg/dl (hospital's performa test strip unknown lot number). No adverse event reported. The test strip lot number was not provided for the hospital's test strips. Return of the suspect device was requested for evaluation.